Event description:
Patient reported left side pain, hardening, folds, seroma, and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Patient reported "lobulation", "capsular contracture grade ii", "feeling a lot of pain". Also reported "limitation of movement in arms" which is not related to the device. Treatment: corticoid.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d4, g2, h6.